Manufacturer narrative:
Product complaint # (B)(4).  UDI: (B)(4).

Event description:
Ppf alleges metallosis and metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications. Update - 08/08/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,medical records report elevated metal ion levels, with levels provided. The revision surgery notes report hypertrophic granulomatous tissue , and inflammatory response with moderate amount of synovial fluid and osteolysis. The pfs reports limited range of motion. Updating head/liner and adding stem for the alleged elevated ions. The complaint was updated on: 09/01/2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : there is no investigative update is necessary for the femoral stem. See the attached com for investigative results. Device history lot : the DHR was previously reviewed and no related deviations or anomalies identified. See attached com. Device history review : the DHR was previously reviewed and no related deviations or anomalies identified.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.